Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and impedance variation as the rv lead exhibited both high superior vena cava (svc) coil impedance and high pacing impedance. The rv lead also exhibited high threshold and noise/elevated sensing integrity counter (sic). The patient received nine inappropriate shocks. It was further reported that the patient¿s right atrial (ra) lead exhibited both low/high pacing impedance and high threshold. Additionally, the patient¿s implantable cardioverter defibrillator (ICD) triggered a charge circuit timeout and an alert for prolonged charge time. The rv lead was reprogrammed as detections were turned off. The rv lead, ra lead, and ICD remain in use. No further patient complications have been reported as a result of this event.